Manufacturer narrative:
Analysis of the lead, model 977a290, lot # 0209188438, found the lead body conductor broken, anchor site unknown. All conductors were broken 21.2 cm from the distal end.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, lot# 0209188438, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a290, lot# 0209200580, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the system worked properly until (B)(6) 2015 when a lead showed high impedances in all 8 poles. As the patient had back and leg pain (predominately left) and the main program was using these poles, the pain increased. A lead revision was done on (B)(6) 2016. The hcp decided to replace both the malfunctioning and functioning lead that was working to prevent a potential re-intervention caused by the other lead. In the or impedances were directly measured and all of them were out of range (>10000 ohms). Two new leads were implanted, plugged into the original device, impedances were measured, and everything was okay. The hcp decided to re-implant this device because it had actually been working seven months. An x-ray was taken, which the representative reported showed the left lead had a more abrupt entrance into the epidural space than the right one. Additional information received from the representative reported the consumer claimed a loss of paresthesia in an unscheduled follow-up visit with a hcp. The consumer had back and leg pain mainly in right side, and noted lack of paresthesia rapidly. No fails or trauma were reported.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.